Event description:
It was reported that the deep brain stimulation (dbs) patient had passed away due to drowning. It was unknown whether the drowning was device/stimulation related. Autopsy results were unavailable.